Event description:
It was reported that during the procedure the device broke. There was no backup available. No patient injury reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Event description updated with information received from customer. Brand name, common device name, medical device, and PMA/510k updated since the customer reported that it was a different device that failed.

Event description:
It was reported that during the procedure the device broke. No patient injury reported. Procedure was completed with a back up device.